Event description:
It was reported that prior to placement in this patient, the nurse opened the package of the PICC and conducted inspection, finding that it became black at the scale of 16-18 cm. Therefore, the nurse dared not use it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a black mark along a powerpicc solo is confirmed and was determined to be related to manufacturing. One 4 fr s/l powerpicc solo with its 3cg stylet and one photo of the suspect portion of the catheter was returned for evaluation. An initial visual observation revealed the catheter to have a black smear between the 16 cm and 18 cm depth markers. Some use residues were present inside the extension tubing of the device. An observation of the returned photo revealed the black mark to be present between the 16 cm and 18 cm depth markers while someone held it up next to its slightly wet packaging. The photo also had a secondary photo below the initial photo with someone holding the catheter to a table and the mark is visible. A functional test of attempting to wipe the black mark off using a paper towel and water revealed none of the ink could be removed from the catheter. A microscopic observation of the black mark revealed the mark to appear printed. A longitudinal line was observed where the ink stopped along the device, and the ink appeared pixelated. Because of the characteristics of the mark observed along the catheter, the complaint of a black mark on the catheter is confirmed and was determined to be manufacturing related. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11

Event description:
It was reported that prior to placement in this patient, the nurse opened the package of the PICC and conducted inspection, finding that it became black at the scale of 16-18 cm. Therefore, the nurse dared not use it.